Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (faults while charging) was confirmed. As received, the charger would not charge a test battery pack. Upon evaluation, the q1 current controlling transistor was shorted on the bedside board. The cause of the inability to charge a battery pack is the shorted component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a charger indicating that it was producing faults while charging.